Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 35 due to critical pump error (open book image) alarm. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received a pump error alarm. The blood glucose level was 130, 140 mg/dl. The insulin pump was exposed to fluid. The troubleshooting was performed for pump error and fluid exposure. The customer was advised that the insulin pump requires replacement and revert to backup plan. The insulin pump will be returned for analysis.